Manufacturer narrative:
The navien will not be returned for evaluation as it was discarded by the customer. The model and lot number were not reported. The navien performed as intended; as indicated by successful introduction of interventional devices into the neurovasculature during a flow diversion procedure. The catheter-induced spasm during the procedure was most likely mechanically induced. Vasospasm, or contraction of smooth muscle fibers in the wall of a vessel, is a commonly recognized adverse event that may complicate an endovascular procedure by limiting distal blood flow. In this event, the vasospasm was successfully treated with nitroglycerin. Vasospasm is a known inherent risk of endovascular procedure and is documented in the navien instruction for use. Based on the reported information, there is no evidence suggesting that the device was defective, but rather a procedure related event.

Event description:
Medtronic received report that a patient experienced spasm of the right common carotid artery during a flow diversion procedure, which was induced by a navien 058 intracranial support catheter. Intra-arterial nitroglycerin (ntg) was administered and the vasospasm resolved immediately. There were no device issues reported during the procedure. Post-procedure, the patient awoke neurologically stable. The patient was discharged one day post-procedure and is currently asymptomatic. The patient was undergoing flow diversion treatment of two aneurysms in the right periophthalmic and right cavernous internal carotid artery (ica).